Event description:
It was reported that the pt underwent an undisclosed surgical procedure of his shoulder in 2008. It was later discovered that a "foreign matter" remained in the shoulder, and the "tip of a needle" was removed on the following month. No add'l info was provided at this time.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly.